Manufacturer narrative:
H10: the authorized service provider (asp) inspected the device and confirmed that the navigation ring was unresponsive. When the asp entered the settings change screen and tried to change the settings, the navigation ring would not work repeatedly. No items or values were observed to have adjusted automatically without a button being pressed. It was found to still be possible to adjust the values using the touchscreen. The asp replaced the front bezel with navigation ring to resolve the device issue. The device was then checked overall, cleaned, and had a running and functional test performed to confirm the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that while in clinical use, the navigation ring failed. Patient moved to alternate unit. No patient information was disclosed and no delay in therapy was reported. Investigation is ongoing.